Event description:
It was reported to philips that the device gave an error indicating that geometry movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed successfully after a delay by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Analysis of log file revealed malfunctioning geo-pc. The fse identified that sporadically the geo-pc did not communicate with the x-ray system caused by a fault in geo pc. To resolve the issue, the fse replaced the geo pc along with the hard drives and installed the software. The system was returned to use in good working order and ready for clinical use. The geo-pc was returned for further analysis. Functional testing was performed, and no failures were found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of geometry movement issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.